Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect of air embolism and the relationship to the device, if any, cannot be determined, based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air embolism. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After the clip delivery system (cds) was inserted into the patient, the doctor noticed air in the left atrial appendage, the apex, and the ascending aorta. There was no visible damage to the cds. The air was removed with aspiration and the patient hemodynamics remained stable. The procedure continued with the same cds and there were no adverse patient effects. One mitraclip was implanted reducing mr to grade 1. No additional information was provided.